Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The sales rep reported that the device overheated. Attempts are being made to obtain additional information about the event; no further information was received.

Event description:
The sales rep reported that the device overheated. Attempts are being made to obtain additional information about the event; no further information was received.